Event description:
It was initially reported by the physician that the patient showed high lead impedance on system mode diagnostics. No x-rays were taken and the device was turned off. At the moment revision surgery is not planned as the patient's family was to try ketogenic diet and monitor the seizures prior to revision. No manipulation or trauma was reported that might have contributed to the event. Patient's last good diagnostics results were obtained 6 months ago and no high impedance was seen that time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.